Manufacturer narrative:
(B)(6). (B)(4). Photographic inspection investigation: the operator stated that she suspects that she did not break the frangible completely and was unable to observe whether the ac was dripping into the chamber during the collection. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A service call was placed and a machine checkout was performed. The air in line sensors and ac pump were found functioning per manufacturing specification. An induced air bubble in-line test, auto test, and saline run were successfully performed. The run data file (rdf) was analyzed for this event. Root cause: a definitive root cause could not be determined. The spectra optia system is designed to monitor fluid presence in the ac line using the ac fluid detector. The signals in the run data file (dlog) indicate that the ac fluid detector was functioning as intended. The sensor saw fluid in the ac line during ac prime and at the beginning of the procedure. Further review of the signals in the dlog did not indicate clear root cause for the clotting observed by the operator in the product bag at the end of this procedure. The only alarms that were experienced during this procedure were two ¿ac was not detected¿ alarms. Per the customer¿s account, the first of these alarms was triggered because they allowed the first bag of ac to empty completely prior to changing the bag. This was done in an effort to utilize all of the ac in that bag. The second alarm occurred because of an air bubble in the line. The operator was able to effectively remove this air bubble and continue the procedure without further alarms. Although the customer reported that they saw no clotting in the set at the end of the run, the images from the interface imaging system suggest low-level clumping appeared in the connector approximately 200 minutes into the procedure. This correlates to roughly 1-hour following change of the ac bag. The clumping proceeded to worsen for the remaining 50 minutes of the procedure. The inlet:ac ratio for this procedure was set to 12 and never adjusted; therefore, inadequate anticoagulation of the extracorporeal circuit for this patient cannot be ruled out as a possible contributing factor. The total amount of ac used during this procedure was 1408ml. The customer site has indicated that they were using 750ml bags of ac. Based on the customer¿s description that they allowed the first bag of ac to empty completely before they changed it, an estimated 658ml of ac should have been removed from the second bag of ac. However, upon photographic inspection, it was confirmed that the second bag of ac sent in by the customer showed that the bag was still at least half-full. There were no alarms at the beginning of the procedure to suggest an occlusion was present in the ac line at the start of the procedure, and the timing at which the first bag was changed aligns with the systems estimated usage of 750ml; therefore, an under-delivery of ac from the second bag of ac is also suspected. Possible causes for this include the ac line becoming partially occluded as a result of loading into the ac fluid detector or by some component near the ac line such as a blood warmer, or an incomplete break of the frangible on the correct connect system. In either case, this could have caused fluid to be consistently present at the ac fluid detector, while limiting flow through the ac line at the same time.

Event description:
The customer reported that during a spectra optia collection procedure, they received 'ac not detected' alarms and noted air bubbles in the ac detector. Per the customer, they removed the air bubbles and completed the procedure with no alarms. Post procedure, the operator observed a clot in the product bag. The operator stated that while unloading the collection set, there were no visible clots in the cassette or connector. She consulted with a lab scientist. The lab scientist stated that the clot in the product bag was a 'clean clot' and was easy to remove from the product bag. The patient is in 'fine' condition and no medical intervention was required for this event. Patient identifier and age are not available at this time. The spectra optia collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in describe event or problem.

Event description:
The customer declined to provide patient identifier and age.